Event description:
It was reported that during an unknown procedure, the surgeon was working with the focus on the patient, and the lower jaw broke (tissue pad) with no reason. The surgeon was trying to connect the piece, but didn't work. Then, he tried with a new one, and didn't work as well. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). New information received that the tissue pad did not detach. File is not reportable.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.